Event description:
The customer initially reported that their device had its service indicator illuminated and the device had logged event codes. After an evaluation of the device, it was observed that the biphasic waveform was missing the positive portion resulting in the defibrillator output energy being reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a missing filter, designator fl29. The missing filter created an open in the circuit.